Event description:
It was reported that post implant the right ventricular lead's impedance had increased, almost doubled in unipolar and bipolar. It was also noted that the thresholds were up slightly. The physician decided to leave the patient alone as the lead was stable and the thresholds were good. Therefore the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the lead had a confirmed fracture - it looked "knotted" when viewed with fluoroscopy - and the pacing impedance was high. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.